Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis. Cracked on bottom case was identified during the physical inspection. Event log history was performed and indicated that force sensor test error was recorded in history. During analysis, the reported issue was unable to be duplicated. Based on the evidence, the complaint was not confirmed. The root cause of the issue could not be determined. Service replaced the force sensor as preventive and performed pm maintenance and all functional testing. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that a force sensor error was experienced. No patient involvement.